Event description:
Surgical table went into full side tilt when unattended, and could not be reset. This could occur during surgery or while pt on table. It was noted that the table hand control was lying on the floor and, since there was cleaning water on the floor, some might have gotten into the controls. Plastic case was cracked and there was corrosion on the controller circuit board between pins pl1-12 and p1-13.